Event description:
It was reported that the unit would not ventilate the patient. No patient injury.

Manufacturer narrative:
The dispatched engineer from the local dräger s&s organization could confirm the reported aspect of ventilator failure and replaced the entire ventilator unit at the workstation. It was found that the device was in use for almost 19 years. Investigation of earlier similar cases had revealed that abrasion of the collector disc occurring after long-term use had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation with the built-in breathing bag including gas dosage remains further possible. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component. The ventilator assembly was replaced on site and the device was checked according to manufacturers specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The device has no UDI as a UDI was not required at the time the device was manufactured.